Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient is on medication for bladder infection prevention which makes the patient void more than usual. Additional information received regarding the patient indicated that over the last 24 hours the patient has had the urge to void, but when the patient tries, nothing comes out. Patient status is unknown at the time of this report and was advised to follow-up with their healthcare provider (hcp). There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.